Manufacturer narrative:
It was reported that the device is not expected to be return and therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The doctor conducted an atherectomy using the pv41340 js (2.4/3.4) with the thruway-gw as well as a filter protection (spider). During the js-procedure, there was friction between the wire and the spider filter. Everything got jammed and the whole system was blocked. The spider filter could no longer be closed and, therefore, the doctor had to slowly remove the whole system, with the opened spider. The procedure was completed successfully using a supera stent. It was reported the patient is stable.